Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced loss of consciousness and head injury. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported; the cgm reading was several mmol/l higher than the actual bg reading. The patient was using an insulin pump as hybrid closed loop system leading to an insulin overdose. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.